Event description:
A customer contacted baxter's (B)(4) to report the transfer set becoming disconnected from the patient line while performing therapy on the homechoice (hc) machine. The technical service representative (tsr) explained to the home patient (hp) she would need to contact her peritoneal dialysis (pd) nurse and inform her of the incident. The tsr then advised the hp to end therapy. The hp would not do a therapy that night and would wait to see what her nurse advised her to do. Product surveillance contacted the pd nurse regarding the separation. The nurse stated that according to the hp, the transfer set became loose, not disconnected. The hp noticed the loose connection because she was wet. The nurse stated the hp's transfer set was replaced, the sample was discarded and did not know the lot number of the discarded transfer set. The hp was given 1 gram of vancomycin prophylactically. The nurse reviewed the hp's chart and stated there has been no patient injury reported since this event. Product surveillance contacted the hp regarding the loose transfer set. The hp stated she did not know what may have caused the transfer set to become loose.

Manufacturer narrative:
(B)(4). Per the nurse, the sample was discarded.